Manufacturer narrative:
As no item was returned function and dimension could not be checked. The review of the manufacturing documents of all products listed revealed no discrepancy in material or in manufacturing. The review of the complaint history revealed the occurrence threshold being within estimated calculation. . The review of the risk assessment indicated the matter was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU; the operation technique(s) are presented in the appropriate operation technique. The basics of the gamma-system (shown in below sketch) are the interaction of nail kit including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. The procedure resp. The requirements of lag screw fixation are clearly described in the operative technique (here: 2013109-ous rev 0 (excerpts: the handle of the lag screwdriver must be either parallel or perpendicular (90°) to the target arm / you may notice a resistance when turning the set screw. This is because the set screw thread is equipped with the ¿nylstop¿ system to prevent spontaneous loosening. / to verify the correct position of the set screw, try to turn the lag screwdriver gently clockwise and counterclockwise. / make sure that the set screw is still engaged in the groove by checking that it is still not possible to turn the lag screw with the lag screwdriver.) In case medialization of the lag screw was confirmed by x-rays. In 2 ¿pre-revision¿-views it is visible that the set screw was engaged in the internal thread of the nail but the tip of the set screw did not reach into the nail¿s drill hole for the lag screw. In such case the lag screw is not prevented against rotation resp. Not prevented against free, uncontrolled sliding resulting in motion in medial direction. Thus, the cause of the event was regarded being user related. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail (and associated products) was not verified.

Event description:
Doctor reported failure within 2 months for lag screw migration. Failure has been noticed after 1 month from the initial surgery. Adverse consequence affected the patient and reported was pain. The second surgery was performed and the nail and screw have been removed and a total hip replacement was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor reported failure within 2 months for lag screw migration. Failure has been noticed after 1 month from the initial surgery. Adverse consequence affected the patient and reported was pain. The second surgery was performed and the nail & screw have been removed and a total hip replacement was performed.